Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(6). Event occurred in united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2026 due to a bent needle, which led to hyperglycemia. The patient's blood glucose level was 451 mg/dl at the time of the event, and ketone levels were identified as dangerous and life-threatening by the healthcare provider. The patient was treated with intravenous fluids of saline and insulin, which resolved the issue. The patient was released from the emergency room on (B)(6) 2026. The length of hospital stay was two days. The patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.